Manufacturer narrative:
Date of event: unknown. Date of explant: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient does not have the ipg implanted. It is unknown when and why the ipg was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.